Event description:
The customer reported that the physician was doing an aorta root shot to help visualize the renal arteries on a female pt to help rule out renal disease. He reported that he was using the t-bar on the injector to advance a small amount of contrast out of the distal end of the catheter to help the physician to visualize the proper placement of the pigtail catheter. He did not see the contrast coming out of the catheter so he tried to advance the t-bar even farther to inject a larger amount of contrast through the catheter to help them visualize the renal arteries. Customer reported that he and the physician did not realize that the stop cock to the manifold was turned off to the pt. Having the stopcock turned off caused pressure to build up in the injector tubing which then caused the tubing to become detached and then caused the injector to run at a very fast rate which resulted in contrast squirting onto the floor. He reported that there were no injuries to the pt or staff since the injector was properly pointed down and away from the pt.

Manufacturer narrative:
Leibel flarsheim svc report states field svc engineer checked operation of the injector and found unit was operating within MFR specs per the maintenance section of the illumena svc manual. Fse spoke with the radiology tech and biomed engineer and found out that while the customer was using the fill bar to do scout injections that the operator accidentally left the stop cock closed and the tubing blew off the syringe tip under the resultant pressure. After the tubing came off the syringe, the sudden release of pressure allowed the ram to finally move forward, which it did rapidly, causing the user to claim rapid forward motions. The fse verified injector pressure limiting in the automatic mode. There is no pressure limit designed for the manual mode use. Unit returned to svc.